Manufacturer narrative:
(B)(4). Stripped ptfe coating from the stylet and body fluid prevent the stylet removal. The connector pin was detached from connector and the plastic knob from the stylet was missing due to using excessive pull force trying to remove the stylet when it was stuck. The lead was otherwise normal. (B)(4).

Event description:
It was reported that during lead placement the stylet could not be removed from lead so the lead broke and had to be replaced. There was no reported adverse consequences for the patient due to this.